Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on (B)(6) 2015 with a blood glucose level of over 600 mg/dl. The customer was treated for their blood glucose with insulin drip and potassium due to high levels of stress that the customer's body was under. The customer was taken by paramedics to the intensive care unit for treatment. The customer mentioned issues with no delivery alarms. The customer stated that the insulin pump would deliver too much insulin and trigger alarms excessively. The customer did not troubleshoot the issue and did not want to return the product back for analysis.